Manufacturer narrative:
The reported event that lag screw, recon t2 recon ø6.5x100 mm went under revision could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible and no additional information will be requested to the customer as this serves for trending purpose. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of adverse events from the norwegian hip fracture register. The title of this report is ¿t2 recon in the norwegian hip fracture register¿ which is associated with the t2 recon nailing system, within that report, post-operative complications/ adverse events were reported, which occurred between 2009 and 2017. A review of the complaint handling database revealed that the events have not been reported previously to stryker, therefore 13 events were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses revision surgery due to sequel after proximal fracture. It was also indicated that patient passed away within 60 days since the revision surgery however the cause and the date of the death will not be disclosed.